Event description:
It was reported that connectors from a single box could not attach to the ilet, while a different connector from another supply attached and turned without issue. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped. Investigation included customer interviews and verification of the lot information provided by the customer. Investigation of this case revealed a suspected incompatibility or dimensional fit issue with connectors from the reported lot. It was concluded that the event involved a device component fit problem limited to certain connectors, with successful use of an alternate connector indicating the ilet device functioned as intended.